Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: during which firing stroke did the device lock (1st, 2nd ,3rd, or 4th)? Was there any difficulty opening the jaws of the device? If yes, how was the device removed from the patient? Did the jaws eventually open? Response received: the device caught in the first shot. It was performed all procedures to reverse and it successfully accomplished. When the second load was inserted, the device locked again. And it was not possible to reverse it again. It was not articulated. Being easily to remove from the patient through the trocar.

Event description:
It was reported that during an unknown procedure, the device locked in the surgical act, performed all procedures for correction, to no avail. There was no patient harm and the device was changed.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p55u87. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: the reloads will not return. Please consider for analysis only the ec45a.